Manufacturer narrative:
(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contacts of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as there is corrosion, dents and scratches on the electrical contacts of the video connector, we presume that the occurrence of poor contact is preventing normal communication, causing the e222 error to occur and the image to not be displayed correctly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced an image abnormality, an error (code unknown) and image lost. The issue was identified during pre-operation inspection of an unspecified procedure. There were no reports of patient harm.